Event description:
A customer reported that the equipment displayed a problem with phacoemulsification and locked during a cataract with intraocular implant procedure. The procedure was completed with an alternate unit following a delay of less than 15 minutes. There was no harm to the patient.

Manufacturer narrative:
A review of the service report indicates the surgeon claimed that the system had insufficient phaco power. The customer later confirmed the system functioned normally and subsequently canceled the service call. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).